Event description:
It was reported that the patient experienced pain in the surgical area. The pump would not inflate properly and inflate or deflate fully. The patient had to manipulate to pump to just one position to even get a slight response. The patient felt like there may be a kink in the tubing. At times it will inflate slightly without manual pumping. The physician waited to see if the healing process would help. He also tried to inflate and deflate the prosthesis. The physician reviewed the implant using ultrasound and x-rays of the pelvis. The physician indicated the pump was faulty and should be replaced. No surgical intervention has taken place yet. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced pain in the surgical area. The pump would not inflate properly and inflate or deflate fully. The patient had to manipulate to pump to just one position to even get a slight response. The patient felt like there may be a kink in the tubing. At times it will inflate slightly without manual pumping. The physician waited to see if the healing process would help. He also tried to inflate and deflate the prosthesis. The physician reviewed the implant using ultrasound and x-rays of the pelvis. The physician indicated the pump was faulty and should be replaced. No surgical intervention has taken place yet. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information indicated the patient had a history of neuropathic pain after the surgeries, he had previous surgery and it hurt him a lot. The patient stopped feeling the pain about a month. The results of the ultrasound and x-ray indicated everything looked good, the reservoir was in place, there were no bent tubes.